Event description:
A zoll patient service representative (psr) called zoll customer support to report that she was unable to baseline a (B)(6) male patient. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a broken ECG electrode pin in ECG "a". The pin was making intermittent contact. The root cause for the intermittent pin could not be positively identified. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.